Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to noise, increased thresholds, and decreased r wave sensing. During the explant, it was noted that the lead was dislodged. The patient also experienced diaphragmatic stimulation, which caused the patient discomfort. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to noise, increased thresholds, and decreased r wave sensing. During the explant, it was noted that the lead was dislodged. The patient also experienced diaphragmatic stimulation, which caused the patient discomfort. Should additional information become available, this file will be updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular in the distal area the insulation was found rubbed through. This kind of damage is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead had vf detection which appears to be due to lead noise on home monitoring. Recent decrease in sensing amplitude on the ra and rv channels. Impedance in-range. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.